Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 7.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets cannula crimped events on (B)(6) 2024. The event occurred within an hour of insertion. Insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.